Event description:
The neuron delivery catheter 070 was placed in the patient and a guide wire was advanced until it met resistance. The physician explained that the guide wire felt stuck and decided to remove the entire system. Upon examination of neuron, it appeared that it had come apart. The patient's condition was not affected by the event and the procedure was completed with another catheter successfully.

Manufacturer narrative:
The catheter's internal structural wire is unwound and broken from 97 cm distal of the ID band to 1.5 cm proximal to the distal tip. The catheter measured length is 115.5 cm in length; approximately 8 cm longer than the maximum specified length due to a significant portion of the catheter that is stretched. There is a flat spot 0.2-0.6 cm from the distal tip of the catheter. The returned guide wire has a "j" shape to the end and the broken section of internal support wire from the neuron catheter wrapped around it. The lumen of the catheter is stretched and narrowed. The catheter is non-functional. The guide wire tip was cleared of structural wire and introduced into the distal tip of the catheter and advanced. The guide wire would not pass the distal flat spot in the catheter. The flat spot in the distal end of the catheter was not described in the complaint. If the neuron was advanced in the patient without first advancing the guide wire distal to the flexible tip of the catheter per the neuron delivery system IFU, it may have folded over on itself creating the flat spot. Then as the physician attempted to advance the guide wire through the catheter, it met resistance. If the physician attempted to push past the resistance with the guide wire, the distal section of the catheter may have stretched and the inner liner of the catheter broken. At this point, the inner support wire of the catheter may have been caught around the guide wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.